Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient instilled a new pair of lenses on (B)(6) 2017 and began feeling a stinging sensation in the left (os) eye. The patient self-medicated with the drops previously prescribed for a separate eye incident and alleges she was experiencing an eye infection with eye pain, itching, and discharge. The patient was seen for medical attention on (B)(6) at the hospital and given more eye drops and was discharged from hospital care on (B)(6) 2018. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.